Event description:
It was reported that during a lap colon resection procedure, the spr was asked to fire the device and he reported that it failed to fire completely. The case was completed with another device. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 09/09/2008. Information anticipated, but unavailable at this time.